Event description:
It was reported that, "instability." Additional info: the pt had a previous repair of the collateral ligament prior to receiving tka. The surgeon increased the thickness of the poly during revision.

Manufacturer narrative:
Additional info has been requested, and if available, it will be submitted in the supplemental report.